Event description:
It was reported by repair work order that the headend cover, motherboard cover, base cover, and the foot section weldment were broken with exposed sharp edges. It was also reported that the backup nurse call 9v battery was not functioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.